Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrical surgical unit (iesu) was analyzed and the reported failure (erbe not able to power up) was confirmed. Different power cords were used to try and power up the unit, however, it did not respond. The complaint regarding the erbe stopped working was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to a component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was informed that the erbe generator went out and has not been able to power up since. The customer checked the outlet and fuses on the erbe which were good. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the erbe stopped working was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general inguinal hernial bilateral surgical procedure, or staff, contacted technical service engineer (tse) to report that the erbe stopped working. Prior to contacting tse, the or staff took additional steps to ensure that they traced the power cord to the outlet, confirmed it was connected and verified that there was power and verified that the power cord was seated properly on the erbe, however, the issue remained. Tse advised that if the erbe cannot be powered back on, then they can use a force triad generator. The or staff was able to find a force triad generator, but the surgeon had already completed the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed with the force triad. The surgeon completed the procedure dissection without cautery because the surgeon was almost finished and did not have any bleeding. There was no procedure delay.